Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. Customer also reported that self test did not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Noted. The motor was tested outside of device and passed. Hardware low level failures confirmed in the pump history due to broken pin trace on keypad assembly. (B)(4).